Manufacturer narrative:
The pacemaker is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead presented with pacing impedance measurements above 3,000 ohms in both unipolar and bipolar configurations. There was intermittent loss of ventricular capture when the lead was manipulated. The rv lead was surgically abandoned in the patient and successfully replaced. The pacemaker was also explanted and replaced with an MRI compatible model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All seal plugs were intact and the setscrews moved without any issues. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
At a later date, the pacemaker was returned to boston scientific.